Event description:
It was reported the physician experienced difficulties advancing the brk needle into the sheath. The af procedure was stopped because of a venous effusion (left femoral) which required heparin to be injected. The physician questioned whether the dilator lumen was damaged. There were no consequences to the patient.

Manufacturer narrative:
We are awaiting return of the device. Once we have completed our investigation, a follow up report will be submitted.